Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +20.0d) was implanted on (B)(6) 2025. After 3 light treatments, the treating physician observed that the lens was dislocated. The lal+ was explanted on (B)(6) 2025.